Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account, asking the account to check the CPR switch circuit. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Head section motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Replace in the event of a malfunction. Make sure all functions on the caregiver control work correctly. Repair or replace the side rails as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hill-rom technical support contacted the account two additional times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed was putting itself in trend every now and then. The bed was located in a patient room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).